Event description:
The investigation has concluded that higher than expected results were obtained from non-vitros mas control fluid using vitros valproic acid (valp) reagent lot 2511-30-8922 on a vitros 4600 chemistry system. Mas level 2 lot 2210 valp results of 95.8 and 95.1 ug/ml versus the expected result of 79.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected results were obtained on a non-patient quality control fluid. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has concluded that higher than expected results were obtained from non-vitros mas control fluid using vitros valproic acid (valp) reagent lot 2511-30-8922 on a vitros 4600 chemistry system. The most likely assignable cause of the event could not be determined with the information provided, however, a transient performance issue with the metering proboscis on the vitros 4600 chemistry system could not be ruled out. Diagnostic within-run precision testing was acceptable after the customer flushed the proboscis and processed fresh qc fluid, however, no diagnostic within-run precision testing was performed prior to the cleaning the proboscis and the performance of the vitros 4600 chemistry system prior to cleaning the proboscis could not be assessed. A vitros valp reagent pack or lot 2511-30-8922 performance issue is not a likely contributor to the event as acceptable results were obtained from the same vitros valp lot prior to the event, and acceptable results were obtained from the same lot and reagent pack following the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-30-8922. The customer did not provide any information concerning pre-analytical sample handling of the mas control fluids when the events occurred. Therefore, improper, pre-analytical sample handling cannot be ruled out as contributing to the event. (B)(4).